Event description:
It was reported that approx six months after implantation of a vena cava filter during the scheduled retrieval, three filter limbs appeared to have detached in the ivc as the filter was removed. A snare device was used to retrieve all three detached limbs. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this corporate lot number for this failure mode. The device was returned. The complaint investigation is confirmed for one filter leg/foot and two filter arm (one w/wrist anchor and one w/shoulder anchor) detachments from the base of the apex. Based upon the available info, the definitive root cause for this event is unk. It is unk if procedural and/or pt factors contributed to this event.